Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.6b, d.9, h.3, h.6.

Event description:
Healthcare professional confirmed a left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell and others, device to be underweight, red particles on the gel, and some flat creases. A microscopic analysis was performed which identified: a sharp broken with stress marks near of the broken site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp broken on radius assessed as surgical impact.

Event description:
Patient reported "left-side rupture". Healthcare professional confirmed a left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "left-side rupture". Device remains implanted.